Event description:
It was reported that there was a malfunction resulting in failure of unit to power up. There was no patient involvement.

Manufacturer narrative:
This MDR was initially reported on 01/02/26 under the incorrect manufacturing site. The MDR number was 9710602-2026-00004. This MDR is being filed to correct the manufacturing site. A supplemental MDR #1 will be filed under 9710602-2026-00004 to note the correction. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The carrier com express board was replaced to resolve the issue. Block a: no report of patient involvement. D4 primary UDI number: this device was not manufactured for sale in the USA and therefore a USA UDI is not available. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.